Manufacturer narrative:
The customer was not for certain if a different finger was used for each meter result. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during investigation. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results for 1 patient tested on a coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. At 10:48 am the meter result was 4.1 inr. At 10:54 am the meter result was 3.9 inr. Within 7 hours the laboratory result was 2.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The laboratory result was deemed to be correct. All medical decisions were made based on the laboratory result. The patient had a hematocrit of 36 percent. The patient is currently being tested for antiphospholipid antibodies (apa).